Manufacturer narrative:
Analysis revealed no anomaly; normal device function.

Event description:
It was reported that the pump was explanted due to infection. Pump print logs indicated the drug infused was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013; catheter proximal revision kit: model 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.